Event description:
New information received noted that the the patient's implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2020. The physician has alleged that the device exhibited premature battery depletion. The patient's condition was stable and was successfully discharged.

Event description:
New information received noted that there was no allegation of premature battery depletion from the physician, however it is not known for certain.

Manufacturer narrative:
The device is included in the flash 3 firmware upgrade rf telemetry failure advisory notice issued by abbott on 8 january 2020. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During remote follow-up, rf telemetry was unable to be established with the implanted device. The patient presented in clinic to receive a firmware upgrade to resolve the issue. In addition, the patient's implantable cardioverter defibrillator exhibited premature battery depletion. No further intervention was performed. No adverse patient consequences were reported.